Manufacturer narrative:
Tracking number:(B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of one reload and stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the received products, and an evaluation of the returned devices. The reported condition for this incident was instrument locked on tissue and partial firing occurred during a lobectomy procedure. Visual examination of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired. The jaws were open. The reload was disassembled for visual inspection of the knife blade and lock ring. No abnormalities were noted with the lock ring. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into the subject instrument for functional testing. The reload applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The jaws opened and clamped properly. The reported condition related to the partial firing was confirmed. However, the reported condition related to the instrument locking down was not confirmed as the jaws were received open. A review of the reload device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. A review of the instrument device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
Accordng to the reporter, during an upper-superior lobectomy of the right lung, the surgeon was cutting the bronchial vein. At this point, the staple did not work. Stapling was partial and the device was locked in closed position on the vessel, damaging the vessel.